Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited suspected left ventricular oversensing of atrial activity on a representative electrogram. Technical services recommended reprogramming. The device remains in service. No adverse patient effects were reported.